Event description:
It was reported that the asymptomatic patient developed an infection. The system was explanted. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.